Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor failed the standard reference sensor initialization test. As a result, an alternate device was employed for the procedure. There was no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.